Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j sales representative. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, during a surgery, the blade was attached to the inserter as usual, and it was verified that the lock of the blade was released and rotate freely. The surgeon inserted the blade by hammering according to the surgical technique. The surgeon turned the inserter to the ¿locked¿ direction and released the connection between the inserter and blade, but the connection was stiff, and the surgeon could not turn the insertion. The surgeon continued turning the insertion, but a grating sound was heard, and it seemed idled. The surgeon turned the insertion to the opposite direction, but the same condition occurred. When looking at the image intensifier in a situation where the insertion handle was turned to the maximum locked state, there was still a gap in the extending and retracting part, and the state seemed between ¿attached¿ and ¿locked¿. Since the insertion handle could not be turned any further in the ¿locked¿ direction, the surgeon removed the blade by hammering. The procedure was done by using another inserter and blade. The surgery was completed successfully with no surgical delay. After the surgery, the inserter and blade were attempted to detach by grasping the blade with a tool like pliers, but a grating sound was heard, and the inserter and blade were in a state of being stuck and turning. The blade could not be released although the inserter was managed to be turned to the ¿locked¿ state. Patient outcome is reported as stable. No further information is available. This report is for one (1) pfna-ii blade l90 tan this is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a manufacturing record evaluation was performed for the finished device product code # 04.027.053s, lot # 6523p72. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 26-jun-2023, manufacturing site: jabil bettlach, expiry date: 01-jun-2033. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H6 component code: g07002 (appropriate term/code not available) used to capture no findings available due to no product returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.